Event description:
It was reported that during an unknown time the device takes too thick slices even when adjusted. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: finland.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was confirmed to have a damaged control bar and a worn reciprocating arm, bearings, and screws. The control bar, reciprocating arm, needle bearing, and screws were replaced and resolved the reported issue. It was noted that the device was last repaired in 2023 and has not since been returned for annual preventative maintenance in accordance with IFU # 06001810406. Device history record (DHR) review was unable to be performed as the lot number is unknown. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.